Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was exhibiting oversensing and inappropriate shocks. Upon inspection, a fracture was noted immediately behind the yoke.